Event description:
It was reported, the patient was implanted with a pacemaker with no complications. Approximately five minutes following the end of the procedure, the patient lost cardiac rhythm and cardiopulmonary resuscitation had to be initiated. An attempt was made to interrogate the pacemaker, but was unsuccessful. Medication was administered to the patient and cardiac rhythm was restored. The device was explanted and replaced to resolve the event. The patient was stable.